Manufacturer narrative:
The pump was received with a blank non-flashing white lcd display with horizontal black lines due to cracked lcd glass. Unable to perform the displacement test due to display anomaly. No crack on the pump case noted during physical inspection. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the display of insulin pump was crack. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.